Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were pacing spikes after several periventricular contractions (pvc), and there was a question as to why it was pacing there. The patient was in complete heart block with lots of pvcs. During a device check, no inappropriate pacing spikes were noted. The technical consultant believed that the spikes were artifact, but the first pvc was undersensed and atrial paced into, followed by a ventricular pace into the t-wave of the pvc. The technical consultant recommended changing sensitivity to be more sensitive. The device remains in use. No patient complications have been reported as a result of this event.